Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the ceramic tip was chipped off at various sections. The most likely cause(s) of this type of event include mechanical damage, such as scraping the device against bone or another instrument/device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that parts of the metal split-off into the joint. The device was used 30 minutes on stage 7. The surgery was completed successfully but it was not possible to retrieve all the fragments. Some metal fragments remained inside the patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include mechanical damage, such as scraping the device against bone or another instrument/device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that parts of the metal split-off into the joint. The device was used 30 minutes on stage 7. The surgery was completed successfully but it was not possible to retrieve all the fragments. Some metal fragments remained inside the patient.